Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified an opening. Device patch with lot number 113807. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side intracapsular implant rupture. Additionally, healthcare professional reported "highly folded internal capsules." Healthcare professional also reported "patient had breast cancer and was in need of a mastectomy"; this is not device related. Device remains implanted.